Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was making an odd noise. Customer also reported the noise was present when the light was on. The customer also reported a crack present on the insulin pump. Customer stated the internal battery compartment was visible due to the crack. The customer was disconnected from the call before troubleshooting occurred. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.